Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted due to an ulceration at the pacemaker site. The physician performed a pocket revision, and elected to replace the device, due to suspected infection, which was not confirmed at the time of the procedure. The patient is pacemaker dependent, and there was no evidence of syncope or loss of capture observed. This device is not expected for return. No additional adverse patient effects were reported.